Event description:
Complainant alleged that during a routine shift check by a clinician, it was observed that depressing the paddle's energy select button charged the device, while depressing the energy discharge button changed the selected energy setting. The complainant indicated that there was no pt involvement in the reported malfunction.